Manufacturer narrative:
H3: product analysis: evaluation determined that the non-flanged bearings are partially detached and leaking oil. The likely cause of the failure could not be determined. It was also noted that the attachment was overheating. E1: there was no facility associated with this event and the event was made reportable based on the findings identified during analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding planned maintenance with no alleged product deficiency. There was no patient involvement. Additional information was received stating bearing detachment was found during evaluation.